Manufacturer narrative:
Based on information provided in the complaint and additional information from further discussion with the customer, it was reported that a midwife placed the patient on the giraffe warmer and left the room. The patient was found on the floor by the south side of the warmer by the time she returned. The south side wall panel was found in the down position after the fall. The customer could not confirm if the wall was properly latched before the midwife left the room but had reported that the giraffe warmer was examined after the incident and no device damage or defects were identified. Based on analysis of all the information, the root cause of the patient fall in this case cannot be confirmed. Information, the root cause of the patient fall in this case cannot be confirmed.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Patient identifier, age or date of birth, ethnicity, and race: information not provided. Unique identifier: (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a patient suffered a facial contusion after a fall during use of the giraffe warmer. The patient was placed back in the warmer before later being transferred to another giraffe warmer for 7 days until discharge. No other patient harm was reported by the hospital. MRI scans were negative. The patient continued to be monitored during the stay in the hospital and no adverse health effects were noted upon discharge. The hospital also provided that the giraffe warmer was examined after the incident and no device damage or defects were identified. Ge healthcare will submit a follow-up report when the investigation has been completed.